Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted. The patient had a medical history of dyspareunia, perineal pain, pelvic pain female, ovarian cyst, pelvic congestion, vaginal yeast infection, bacterial vaginosis, tubal ligation, parity 2, spontaneous abortion and multigravida. Previously administered products included: mirena, nuvaring, oral contraceptive nos and nexplanon. The patient had a family history of asthma. Concurrent conditions were listed as dyspareunia, allergy to metals and alcohol use. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3076 days after essure insertion and 151 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: final diagnosis: uterus with cervix (89 grams), resection: cervix: no evidence of neoplasia. Benign endometrium with early secretory change. Myometrium with no diagnostic abnormality. Uterine serosa with fibrous adhesions. Right uterine cornua with essure coil extending cm into the endometrial cavity left uterine cornua. With essure can extending cm into the endometrial cavity. Two fimbriated "fallopian tubes with no evidence of neoplasia. No evidence of malignancy. Clinical information: pelvic and perineal pain gross description: there is a 2cm in length tightly coiled essure coil at the right cornua extending 1.5 cm into the cornua/myometrium is 0.3 cm into the endometrial cavity. There is a 2 cm in length tightly coiled essure coil at the left cornua extending 1.3 cm into the cornua/myometrium and 0.3 cm into the endometrial cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report added. Medical history , lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3407 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3407 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.